Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), back pain ("severe back pain"), abdominal pain ("severe abdominal pain/severe cramping"), dyspareunia ("pain during intercourse"), arthralgia ("joint pain"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2015). On (B)(6) 2015 the patient experienced procedural pain ("painful post-operative recovery"). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, abdominal pain, dyspareunia, arthralgia, alopecia, fatigue and procedural pain outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain and procedural pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/essure device location of device: one device had moved ") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. B97487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device physical property issue "one device was crooked". The patient's previously administered products included for an unreported indication: iud nos from 2002 to 2009. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), back pain ("severe back pain/lower back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), mood swings ("moods swings"), mood altered ("super grumpy"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain/severe cramping"), arthralgia ("joint pain"), hot flush ("hot flashes"), blood testosterone increased ("high male hormones"), weight fluctuation ("weight gain / loss"), cyst ("cyst") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total hysterectomy and salpingectomy), surgery (ablation), and alternative therapy (had to urinate often). Essure was removed on 25-nov-2015. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, back pain, abdominal pain, dyspareunia, arthralgia, alopecia, fatigue, procedural pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, mood swings, hot flush, mood altered, migraine, blood testosterone increased, headache, nausea, allergy to metals, weight fluctuation, cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, blood testosterone increased, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, mood swings, nausea, procedural pain, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: some symptoms decreased but more than half symptoms still persist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Essure lot number was added. Events per pfs: migration of essure device location of device: one device had moved and was crooked, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, moods swings, super grumpy, hot flashes, high male hormones, migraines/headaches, nausea, nickel allergy, pain (added as symptom), weight gain / loss, cyst, abdominal pain lower and patient did not underwent essure confirmation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/essure device location of device: one device had moved") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. B97487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device physical property issue "one device was crooked". Medical conditions: the essure device was evident within the corneal portion of the fallopian tube but no perforation, no erosion, no evidence of adhesions. Both ovaries were normal in size, shape and consistency. The patient had small periodic adhesions on the ascending colon, filmy and easily lysed. Previously administered products included for an unreported indication: iud nos from 2002 to 2009. Concurrent conditions included excessive menstruation, tobacco user, vomiting, dysfunctional uterine bleeding, uterine leiomyoma, smoker, perineal pain, uterine leiomyoma, nickel sensitivity, tubo-ovarian varicocele, chronic inflammation of orbit, unspecified, uterine fibroid and multiple allergies (nkda). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), back pain ("severe back pain/lower back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), mood swings ("moods swings"), mood altered ("super grumpy"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain/severe cramping"), arthralgia ("joint pain"), hot flush ("hot flashes"), blood testosterone increased ("high male hormones"), weight decreased ("weight loss"), cyst ("cyst") and abdominal pain lower ("lower abdomen pain"). The patient was treated with ondansetron (zofran), surgery (total hysterectomy and salpingectomy), surgery (endometrial ablation), surgery (ablation), alternative therapy (had to urinate often) and alternative therapy (had to urinate often). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dysmenorrhoea, abdominal pain, arthralgia, fatigue, procedural pain, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, weight decreased, cyst and abdominal pain lower outcome was unknown, the genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, mood swings, hot flush, mood altered and blood testosterone increased had resolved and the back pain, alopecia and nausea was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, blood testosterone increased, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, mood swings, nausea, procedural pain, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: some symptoms decreased but more than half symptoms still persist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Negative for atypia. Hormonal changes: ran tests and everything was normal. Concerning the injuries reported in this case, the following ones were nausea, vaginal bleeding, pain in female pelvis, menorrhagia, described/confirmed in patient¿s medical records: most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information were provided: weight gain / loss was specified as weight loss; pain (pelvic pain, back pain), nausea, hair loss decreased following essure removal; hormonal changes (mood swings, hot flashes, super grumpy, high male hormones), abnormal bleeding (general, vaginal,menorrhagia) and painful sexual intercourse resolved; treatment drugs provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/essure device location of device: one device had moved") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. B97487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device physical property issue "one device was crooked". Medical conditions: the essure device was evident within the corneal portion of the fallopian tube but no perforation, no erosion, no evidence of adhesions. Both ovaries were normal in size, shape and consistency. The patient had small periodic adhesions on the ascending colon, filmy and easily lysed. Previously administered products included for an unreported indication: iud nos from 2002 to 2009. Concurrent conditions included excessive menstruation, tobacco user, vomiting, dysfunctional uterine bleeding, uterine leiomyoma, smoker, perineal pain, uterine leiomyoma, nickel sensitivity, tubo-ovarian varicocele, chronic inflammation of orbit, unspecified, uterine fibroid and multiple allergies (nkda). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"), back pain ("severe back pain/lower back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), mood swings ("moods swings"), mood altered ("super grumpy"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, 1 year 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain/severe cramping"), arthralgia ("joint pain"), hot flush ("hot flashes"), blood testosterone increased ("high male hormones"), weight decreased ("weight loss"), cyst ("cyst") and abdominal pain lower ("lower abdomen pain"). The patient was treated with ondansetron (zofran), surgery (total hysterectomy and salpingectomy), surgery (endometrial ablation), surgery (ablation), alternative therapy (had to urinate often) and alternative therapy (had to urinate often). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, dysmenorrhoea, abdominal pain, arthralgia, fatigue, procedural pain, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, weight decreased, cyst and abdominal pain lower outcome was unknown, the genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, mood swings, hot flush, mood altered and blood testosterone increased had resolved and the back pain, alopecia and nausea was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, blood testosterone increased, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, mood swings, nausea, procedural pain, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: some symptoms decreased but more than half symptoms still persist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Negative for atypia. Hormonal changes: ran tests and everything was normal. Concerning the injuries reported in this case, the following ones were nausea, vaginal bleeding, pain in female pelvis, menorrhagia, described/confirmed in patient¿s medical records: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.